Event description:
Upon removing the neuron from the packaging, the physician noticed that the tip was flattened. The physician replaced the catheter with a new catheter and completed the case.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.